Event description:
It was reported when the device was used during a low anterior resection, only one row of staples formed. The o.r time was extended by one hour. There were no other patient consequences.